Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level as the pump continued functioning and did not shut down. The caller initially attempted to charge the pump using a tandem cable and wall adapter without success, even after replacing the adapter. However, using a non-tandem charging cable resolved the issue. Technical support informed the caller about the recommendation against using third-party charging supplies unless for troubleshooting and arranged to send a replacement tandem wall adapter and cable via two-day shipping.